Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value: unknown mg/dl. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake, emergency medical service, hospitalization: overnight stay. The customer reported the following led up to the event: wanderung, kein temp basal. The event involved product(s) mmt-1781k. Troubleshooting was performed. The customer has been using the insulin pump system within 48hrs of reported low blood glucose event auto mode/smart guard feature was not active at the time of the event. The customer does not believe the pump is over delivering. No further patient complications were reported. The customer will continue using the insulin pump. No product return is required for mmt-1781k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.